Event description:
A nurse at the user facility reports that a crack was noted on the intraocular lens optic after insertion. The incision was enlarged to accomodate removal of the lens. Add'l info has been requested.